Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history review) the product concha neptune, serial number (B)(4) was manufactured on 06/13/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint cannot be confirmed since the sample was not available for investigation, however, teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the unit is overheating. It is unk when the alleged defect occurred. No report of a pt injury.